Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the product code of the cartridge reloads that were being used ?

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, there was not good staple formation. No buttressing was being used. No additional details were provided. The procedure was completed with the same device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).batch # p56g1j. Additional information was requested and the following was obtained: what was the product code of the cartridge reloads that were being used? Gst60 green, gold, and blue I will be sending in the one remaining device they had with that lot number. The analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.